Event description:
It was reported that during monitoring of a patient at bed site 1 at the intensive care unit (ICU) of the hospital, the following situation occurred on (B)(6) 2014 at 9 pm. The monitor measure the last spo2 value at about 8:59 pm. This also was saved at the mvws (multiview workstation). Also, the central station saved that a technical problem occurred and marked this with a grey numeric field and 3 stars (***). At 9pm at nibp measurement was started. During this the value of spo2 was not displayed. Up from this time the mvws did not save any spo2 values anymore. Only 3 stars were displayed and saved. One can print out from the long-term record that the spo2 value is constantly decreasing. It was further reported that neither the monitor nor the mvws generated an alarm; the heart frequency stayed the same at 48 paces. It was reported that the patient has a pacemaker according to staff. It iw not known if the pacer detection was no at this time. At 9:15 pm the patient was resuscitated. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.